Event description:
Plaintiff alleges physical & emotional damages resulting from use of latex exam & surgical gloves. Plaintiff was employed in a surgical tech program and is now an emt and a paramedic.